Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All follow up efforts have been completed, no further information will be available. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All follow up efforts have been completed, no further information will be available. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay.

Event description:
An implantable cardiac defibrillator system was returned from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately six weeks after system implant. The cause of death has been requested and not received.